Event description:
The manufacturer received scs study named "a retrospective data collection of the treatment of shoulder joint replacement with the aequalis pyrocarbom humeral head" that contains collected data on the usage and the outcomes of pyrocarbon humeral head. The report details analysis provided for procedures performed between april 2016 ¿ june 2022. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: case number seventeen was a 43-year-old male who had hemiarthroplasty for post traumatic arthritis who remained painful after hemiarthroplasty in the early follow up. Further investigations using CT scan and blood tests were being performed, however there has been no follow up after 2018 at which time range of motion was 100 degrees forward flexion as noted despite. No further follow up has been noted no re-operation or revision is noted in the hospital records.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.